Event description:
It was reported that during a surgical procedure as the physician attempted to press the coagulation button on the arthrocare foot control the coagulation function would not activate the procise xp plasma wand. The procedure was completed, however, details regarding the technique or products used were not provided. No pt complications reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were not received. Reference manufacturers report(s): 9019871-2012-00375; 9019871-2012-00376.